Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Device not returned.

Event description:
Customer dropped pump in water resulting in pump not charging and shutting down. Reportedly the customer tried to dry out the pump by placing it in a bag of rice, but the pump will not charge above 5% and will immediately shut down when unplugged. Customer reverted to an alternate method of insulin delivery.